Manufacturer narrative:
Submit date: 04/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. Customer reports that the light glove split at the seams. This occurred after the patient was in the room and after the doctor scrubbed in. The light glove split once it was placed on the light handle after sterile technique was initiated. A new glove was placed and the light glove was immediately removed from the field. They did not re-sterilize the field, the only thing contaminated was the glove of the individual placing the light glove on the on the light handle. It was not necessary for the doctor to be rescrubbed in.

Manufacturer narrative:
The device history record (dhrs) were reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. 3 cases with unused product were received (1ca with lot number 6043100164x and 2ca with lot number 6033111564x). The reported condition by our customer was not confirmed, instead stress marks were found in the physical sample received. As part of the analysis the samples were visually inspected according to procedure; the samples received have reduced internal diameter therefore when they are placed on the adapter, stress marks are present and could tear. A production notification was performed to all personnel to ensure that they are aware of the condition reported by the customer. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes. This complaint will be used for tracking and trending purposes.